Manufacturer narrative:
(B)(4).

Event description:
It was reported the pt's device was replaced due to multiple overdischarges. It was stated that the pt's failure to charge the device due to "a lot of things going on in their life" was the cause of the overdischarges. The pt was not receiving stimulation. The device could not be recovered. After replacement, it was reported the pt was receiving adequate stimulation and was "doing good."